Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer regarding I-stat e3+ cartridges that yielded a suspected potassium result of >9 on a (B)(6) female patient with diagnosis of hyponatremia. There was no additional patient information available at the time of this report. Date draw-time test-time k result method sample(B)(6) 2013 unk 11:44 >9 I-stat a(B)(6) 2013 unk 12:00 4.3 I-stat a (B)(6) 2013 unk unk 4.3 integra a (plasma) there were no injuries reported with this event. The customer states that the sample was drawn in a lithium heparin tube. The tube was full, mixed and not hemolyzed. The cartridge loaded using a transfer pipette. At this time there is no reason to believe that a malfunction exists. Sample times are not available and hemolysis is not ruled out but not confirmed at this time. The investigation is underway.